Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the customer complaint was confirmed by analysis which found medical adhesive on the lead body insulation at 41.2cm from connector pin. This created an outer diameter measurement out of specification.

Event description:
It was reported that during an attempted implant the lead got snagged on the introducer. The lead was not implanted.